Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.